Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for erosion/wear of the pe glenoid after 10 years post-operative. Arthroscopic removal of glenoid prosthesis, bone grafting to the glenoid. (B)(6).